Event description:
The patient contacted animas on (B)(6) 2012 stating the ok and up arrow keypad buttons were intermittently responsive and sticking. The patient claimed the up arrow button symbol had worn off. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump exterior to garment and did not clean it. The patient denied recent trauma to the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be peeling around the ok button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, the up, down, and ok keypad buttons were intermittently unresponsive; the contrast button was responsive. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.